Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the physician's assistant that a week after the lvad was implanted the pt had some difficulty breathing, even with the bi-level positive airway pressure (bipap). There was some concern of possible right heart failure. An echo was taken and revealed that the right ventricle was so severely dilated that the aortic valve could not be evaluated. Discussions occurred of implanting a right ventricular assist device (rvad); however, a decision was made by the pt and his family for support to be withdrawn. The patient expired later that day.

Manufacturer narrative:
The device was returned for eval. The examination of the device revealed a loose non-fibrous deposition in the inflow cannula consistent to an acute thrombus formation. The eval of the device could not conclusively determine the exact origin or effects of this thrombus on pump function; however, the deposition may have developed in the left ventricle or in the inlet section of the inflow cannulae, possibly due to a low flow condition as a result of the pt suffering from the reported insufficient right heart function. The examination of the smooth and non-textured surfaces in the device revealed no evidence of contamination or surface defects that would have contributed to this deposition. The examination of electrical and mechanical aspects of the device revealed no issues that would have affected the functionality of the device. A review of device history records showed no deviations form mfg or qa specifications. No further info is available. The MFR is closing its file on this event.